Manufacturer narrative:
The instrument involved in this complaint has not been tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with initial reporter to obtain demographic information. However, requested information could not be released by hospital.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.